Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds and oversensing noise that was detected in the rv tip/rv ring channel. The rv lead was inactivated and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.